Event description:
Procedure: lap cholecystectomy during the procedure a piece of blue material was found in the surgical cavity resting on the liver. However, the facility was not sure from what product this piece of material came from. To finish the case the gallbladder was removed and the small piece of blue material was retrieved through the umbilical port. There was no harm to the pt reported.